Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is implanted with a vibrant soundbridge but does not have benefit. There were 2 further surgeries after initial implantation that ear, to get out the fluid of the middle ear. The initial pathology was chronic infection and intolerance to hearing aids in the ear canal.